Event description:
The scrub nurse was setting items up for a surgical procedure when she noticed the spike on the cap of the floseal was bent. This is a hemostatic agent which mixes with a gelatin vial of fluid. The empty syringe and transfer cap remove the fluid from one vial to another. With the needle being bent, the scrub nurse knew she wouldn't be able to use it. This product did not reach the pt and was sequestered by the staff. FDA safety report ID# (B)(4).